Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using blower mister with IV sets. Gas would not come out the distal end of the hand piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. A visual inspection was conducted. The device was returned to the factory in a sealed package. A visual inspection was conducted. No signs of clinical use and no evidence of blood was observed. The package was returned intact, no visible defects were observed. While the device was not opened and inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for reported lot number and a shipping hold has been issued. Field action plan was implemented and shipping hold has been implemented for affected lot numbers. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using blower mister with IV sets. Gas would not come out the distal end of the hand piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.